Event description:
The manufacturer received information alleging a power management non-operational error code was found during service on a trilogy evo device. The trilogy evo device was being evaluated by the manufacturer service center due to led bar and alarm reset/alarm indicator light did not go off but the customer¿s complaint was not confirmed. The service technician inspected the inside of the device and found no issue with the device. During the evaluation it was noted that a data communication error of the application software occurred which means that there may have been an issue with the software or a system board. The service technician further evaluated the device, and that the reported issue was caused by a temporary issue with the system printed circuit assembly (pca). In conclusion, the device's system pca was replaced to address the issue.